Event description:
It was reported that this patient was in the clinic due to hearing tones from their cardiac resynchronization therapy defibrillator (crt-d) device. The device was interrogated, and it was discovered that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement of 125 ohms approximately two months ago. It was noted that device tones were programmed on for out of range shock impedance measurements. The healthcare provider (hcp) noted that the current shock impedance measurement was 90 ohms and most measurements were in the 90 ohm to 100 ohm range, which is within normal specification limits. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.